Event description:
On (B)(6) 2025, I received an IV vitamin infusion at (B)(6). Approximately halfway through the infusion, the baxter IV bag began leaking at the spike/port connection (not at the insertion site). The attending nurse acknowledged the leak, touched the site with bare hands, and then wrapped the leaking port with gauze and medical tape instead of replacing the IV bag or tubing. I repeatedly expressed concern about sterility and contamination risk, but the nurse dismissed these concerns and continued the infusion. I later learned that baxter IV bags have been subject to multiple FDA and health canada recalls for spike-port leakage and material defects, the exact issue I experienced. I have both photo and video documentation of the event, including the nurse acknowledging the leak. While I did not experience immediate adverse effects, I believe this incident poses a significant safety concern and warrants further review. Appointment at noon.